Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; further described as "the blue threaded head fell off." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d9, f10/h6, h3, h6, and h11: b5: during follow up, it was clarified that there was a separation between the main body and twist clamp of the minicap transfer set. Update made to f10/h6: component codes: replace g04034 with g0405203. H11: the device was received for evaluation. Visual inspection was performed and a separation between the twist clamp and main body was observed. Slight damage to the top portion of the occluder feet was observed. The sleeve was reseated onto the main body, and the twist sleeve opened and closed. Resistance was noted with the sleeve in full open position. The reported separation was verified. The cause of the separation is possibly use related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.